Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and suture was used. During the procedure, the suture was frayed and was getting stuck while performing a robotic hernia repair procedure which resulted in a torn muscle. They ended up getting a different lot number to complete the case without patient harm. There was a delay due to muscle tear and the facility did file an incident report about the issue as well. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any change in the patient¿s post-operative care due to the prolonged procedure? Status of product return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received one open sample that pertains to product code x524h. In order to evaluate the condition of the returned sample, the sample was tested to verify the dispensability of the suture and it was successfully dispensed from winding former without any issues. The suture was examined along the strand, and no issues related to fraying suture or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summaries: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received six total used needles that pertains to product code x524h. The product code is double-armed. During the assessment of the returned sample noted that the suture and the winding former were not returned for evaluation. The needles were visually inspected, and it was noted a suture piece was still attached to the needles, and the end of the suture pieces was noted to be cut probably caused by a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.